Event description:
The customer reported that the system would not x-ray. There ws no patient injury or death reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced parts in the x-ray generator. The system operates as intended.